Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024, the patient experienced a skin reaction with a rash extending beyond the patch perimeter. The skin was prepped with alcohol prior to sensor insertion. The patient consulted with a doctor and was prescribed oral amoxicillin for the skin reaction. At the time of the report, the patient was doing fine. No additional patient or event information is available.